Event description:
It was reported that a pt was being transported down stairs when operator decided to carry the chair, as opposed to using the tracks. When the operator made a tight turn, allegedly, the left handle broke. Nearby individuals were able to stop the chair from overturning, however, the pt reportedly sustained abrasions. No operator injury alleged.

Manufacturer narrative:
Results - handle.